Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No pump error 38 noted during testing. However, pump error 38 was confirmed in the pump history file on (B)(6) 2023 21:00:25.000, (B)(6) 2023 21:01:11.000, (B)(6) 2023 21:02:09.000, (B)(6) 2023 21:02:43.000, (B)(6) 2023 21:03:40.000, (B)(6) 2023 21:07:10.000, (B)(6) 2023 21:12:17.000, and on (B)(6) 2023 21:15:24.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and on the motor home switch. No damage noted on the force sensor. Pump error 38 was confirmed in the pump history file due to moisture damage on the motor home switch. The following were noted during visual inspection: scratched case, faded serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 05-oct-2023 in the pump history file. (B)(6) 2023 21:00:25.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:01:11.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:02:09.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:02:43.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:02:58.000 batteryremoved (B)(6) 2023 21:02:58.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:03:10.000 batteryinserted (B)(6) 2023 21:03:40.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:07:10.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:10:55.000 batteryremoved (B)(6) 2023 21:10:55.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:11:43.000 batteryinserted (B)(6) 2023 21:11:43.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 21:11:55.000 batteryremoved (B)(6) 2023 21:11:55.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:12:09.000 batteryinserted (B)(6) 2023 21:12:17.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:15:24.000 alarmalertnotification faultnumber = stuck motor alarm (38) (B)(6) 2023 21:16:44.000 batteryremoved (B)(6) 2023 21:16:44.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:17:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 21:17:17.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 21:17:28.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 21:19:04.000 batteryremoved (B)(6) 2023 21:19:04.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:19:46.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 21:19:59.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 21:20:10.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 21:29:08.000 batteryremoved (B)(6) 2023 21:29:08.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 21:29:25.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 21:29:41.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 21:29:52.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:10:06.000 batteryremoved (B)(6) 2023 22:10:06.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 22:10:19.000 batteryinserted (B)(6) 2023 22:10:24.000 batteryremoved (B)(6) 2023 22:10:24.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 22:10:37.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 22:11:45.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:11:56.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:13:26.000 batteryremoved (B)(6) 2023 22:13:26.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 22:13:39.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 22:14:05.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:14:16.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:16:01.000 batteryremoved (B)(6) 2023 22:16:01.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 22:16:12.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) (B)(6) 2023 22:17:34.000 alarmalertnotification faultnumber = batt out limit(6) (B)(6) 2023 22:17:45.000 alarmalertnotification faultnumber = batt out limit(6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the pump's time reset. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no failed batt test alarm, battery out limit alarm or pump error 23 alarm noted. Pump error 38/stuck motor alarm (38) was confirmed in the pump history file. Pump error 23 not confirmed. Batt out limit(6) not confirmed. Failed batt test (58) not confirmed. Pump error 38/stuck motor alarm (38) was confirmed in the pump history file due to moisture damage on the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 38. Troubleshooting was performed and cleared the alarm successfully and the pump rewind was not completed. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for analysis.